Manufacturer narrative:
This MDR is the result of an investigation finding based on a returned device that was not discussed in the customer reporting. Device evaluation: a device history record review was completed for provided material number 38833514 and lot number 4144805. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was received for evaluation by our quality team. The initial information provided for this report included ¿catheter has no protection device and is difficult to cannulate, losing veins¿ and ¿device has a fragile structure, needle bends during puncture¿¿ however, the one (1) picture sample provided showed a catheter that had been pierced by the needle component (issue of needle through catheter). The catheter appeared to be used. It is important to note that if the product had been pierced due to a manufacturing issue, use would not have been possible. The sample picture did not provide additional conclusions for the other issues reported. For the reported issue regarding the safety device concern, this is not applicable as a product defect, as the design of this product does not include a safety device. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
This MDR is the result of an investigation finding based on a returned device that was not discussed in the customer reporting.